Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the unit sounds like it is surging and the filter and air inlet filter was dirty. The customer cleaned the filter and the surging stopped. The fse advised the customer to replace the filters and confirm that the fans are running. The customer was also advised to run the unit over the weekend to ensure the 1122 error does not recur. The customer reported that they cleaned the filters and the issue was resolved.

Event description:
It was reported that the unit declared an error 1122 (blower temperature high). The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.